Manufacturer narrative:
(B)(4). List number m771, is an abbott nutrition product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The pump should have delivered 260 ml but had only delivered 180 ml.